Manufacturer narrative:
Sections with additional information as of 22-apr-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - fatigue and headache. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 22-apr-2020: h1: type of reportable event corrected from "malfunction" to "serious injury".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause; mlc-62: user had poor technique. Note; manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error code. Mother is calling on behalf of the customer. The e-0 error occurred when the blood sample was applied. At the time of the call, the customer reported symptoms of fatigue and headache. Medical attention was not needed at time of the call. Call was escalated to a technician who was unable to contact the customer via telephone.